Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the transmitter had voltage. A pairing with nordic bluetooth test was performed and the test passed. The complaint was confirmed because we can see a low transmitter battery alert in the bin file. The root cause was determined to be low battery. The reported issue of low transmitter battery is reportable based on the finding of a failed transmitter error.